Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic pulmonary resection, the stapler created an incomplete staple line distally. One row out of three rows was found not completed. Leak test was performed and there was no problem, so fixation was not done. There was also a problem with staple formation. The deformed staples did not separate from the device on the left side of the cartridge tip and forceps was used to remove it from the tissue. There was no patient injury.